Manufacturer narrative:
The customer reported determining that the most likely cause of the failure was associated with the display assembly and ordered a replacement. At this time, vyaire medical has not received the suspect display component for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported, while in patient use a blank display on this ventilator device. The customer also reported the device continued to ventilate the patient. No patient harm or injury was reported the ventilator was removed and the patient was placed on an alternate device.